Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. White particles calcification-like were observed on the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side "rupture," "capsular contracture baker grade unknown," "hardening," and "pain." Healthcare professional additionally reported capsular contracture baker grade IV, and texture to smooth due to the concerns of the product. Healthcare professional later reported "hole in radius (edge)."the event pain is not device related. Device has been explanted and was not replaced.

Event description:
Patient reported left side "rupture," "capsular contracture baker grade unknown," "hardening," and "pain." Healthcare professional additionally reported capsular contracture baker grade IV, and texture to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, anxiety-product/procedure, pain (not device related).